Manufacturer narrative:
To date, the lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no associated nonconformity reports or deviations. There were no complaint related environmental monitoring related nonconformances within the timeframe when the production order was manufactured. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Labeled for single use in the initial MDR was inadvertently left blank. Corrected to: yes. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the physician that he implanted a tecnis multifocal intraocular lens (iol) with truncated haptics, that was not recognized until the optic was out of the cartridge and inside the patient's left eye. The sharp tips of the leading haptic opened the posterior capsule and resulted in repositioning the lens into the sulcus and dealing with vitreous. Physician indicated that the event represented a patient injury. The lens remains implanted.